Event description:
The dr was not able to get the iab to advance high enough in the pt. The iab was too short. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 11/20/97) (pt's current status: unk - rpt'd 11/20/97)